Event description:
It was reported that when the device was used during a low anterior resection the device fired unformed staples in the anterior portion of bowel. Anastamosis was hand sewn. There were no consequences to the pt.